Event description:
The customer reported that the external paddles were not being recognized by the device. There is no indication of patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.